Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. Failing circulation pump head. Bypass flow was confirmed to be 1.6l/m. Serviced the circulation pump. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Initial reporter zip code: 3168. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were failed calibration in an arctic sun device and low flow rate (1.4) through functionality test glitch in screen when in use. Per follow up information received via mail on 27jun2025, this unit was slated to be sent to the australia depot although it was not there to date. Per additional information received via mail on 02jul2025, the unit received in the gcs service center. The device issue cannot be resolved due to faulty chiller. No repair performed locally. Unit will be sent to the us depot for chiller repair. Cannot confirm the calibration failure was, related to the low flow, the faulty chiller was the main reason of the failure.